Event description:
Patient called to report that the lifescan meter would power on and display not ok. Patient was unable to do blood tests and claims it would display the last reading and then not ok. Patient tried to replace the batteries and meter still gave the error message. Pt did not have a check strip. Ccr was unable to resolve the issue. A new meter was sent.